Manufacturer narrative:
Per the explanting physician, the patient has a history of persistent urinary tract infection and sepsis. The physician believes the presence of infection in the lower extremity is related to the presence of other infections in other areas of the body and is not related to the presence of the nalu device. It is also notable that the cellulitis around the site of the nalu implant developed more than 18 months after the system was implanted.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower extremity pain. In (B)(6) 2024 the patient was reported as having multiple infections present, including cellulitis around the site of the nalu implant. A full system explant was performed on (B)(6) 2024 due to presence of infection.